Manufacturer narrative:
The device was not returned for evaluation as it is being returned to (B)(4) once it has been explanted. Root cause is unable to be determined. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the proximal hook had pulled out. During the post-op follow up appointment it was noted that the proximal hook pulled out again. The rod will be explanted on an unknown date. No patient injury was reported.